Manufacturer narrative:
The insulin pump was received missing the retainer ring and reservoir tube seal. The insulin pump was also received with a cracked keypad overlay at the select button, minor scratches to the display window and case, a fading serial number label and a broken belt clip rail. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was cracked. The blood glucose reading was 128 mg/dl.